Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00146, 9616099-2010-00914, and 9616099-2010-00915. The product is not available for evaluation. Concomitant devices include an angioguard. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, an angioguard deployment sheath tip was not locked into the filter basket introducer when the package was opened and was not used on the patient, and the patient experienced a vessel dissection after the implantation of two precise stents. At the time of the index procedure, angiography revealed 70% stenosis in the left proximal internal carotid artery. The lesion was 60mm in length, mildly calcified, eccentric, and ulcerated. The reference vessel was 6.0mm in diameter and mildly tortuous. After the first angioguard (lot 70810511) was found not locked in the filter basket introducer and found unusable, a second 6mm angioguard (lot 70610506) was deployed beyond the target lesion. Pre-dilation was not documented. A 7.0 x 30mm precise pro rx (lot 15240140) was implanted at the target lesion and a 9.0 x 40mm precise pro rx (lot 15033427) was implanted with overlap to cover the lesion. The angioguard was retrieved with debris observed in the filter basket. During final angiography, a dissection was observed proximal to the implanted stents. A third angioguard was deployed beyond the stents, and a 9.0 x 40mm precise pro rx was implanted proximal and overlapping previous stent to cover the dissection. It was reported that the dissection was not flow limiting and the patient remained asymptomatic. The patient left the angiography suite without neurological deficit and was discharged four days later.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00146, 9616099-2010-00914, and 9616099-2010-00915. The complaint received states that during a carotid interventional procedure, one angioguard was not secure when removed from the packaging and that post stent implantation a vessel dissection was noted. This is a (B)(6) male patient with medical history including hyperlipidemia, smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, and hypertension. As reported via the sapphire registry, an angioguard deployment sheath tip was not locked into the filter basket introducer when the package was opened and was not used on the patient, and the patient experienced a vessel dissection after the implantation of two precise stents. At the time of the index procedure, angiography revealed 70% stenosis in the left proximal internal carotid artery. The lesion was 60mm in length, mildly calcified, eccentric, and ulcerated. The reference vessel was 6.0mm in diameter and mildly tortuous. After the first angioguard (lot 70810511) was found not locked in the filter basket introducer and found unusable, a second 6mm angioguard (lot 70610506) was deployed beyond the target lesion. Pre-dilation was not documented. A 7.0 x 30mm precise pro rx (lot 15240140) was implanted at the target lesion and a 9.0 x 40mm precise pro rx (lot 15033427) was implanted with overlap to cover the lesion. The angioguard was retrieved with debris observed in the filter basket. During final angiography, a dissection was observed proximal to the implanted stents. A third angioguard was deployed beyond the stents, and a 9.0 x 40mm precise pro rx was implanted proximal and overlapping previous stent to cover the dissection. It was reported that the dissection was not flow limiting and the patient remained asymptomatic. The patient left the angiography suite without neurological deficit and was discharged four days later. (B)(4)- a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15033427 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15033427. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15240140 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. (B)(4) - lake region lot number 01422901 is cordis lot number 70610506. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422901. This packaging lot contained 138 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint of angioguard not secure could not be confirmed without the product for analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.